Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump experienced a malfunction during the rewind and fill tubing process in which the piston did not retract, and the device could not proceed despite charging and restart attempts; a replacement device was issued. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included interruption of insulin delivery functionality and the need for device replacement, with the user instructed to shut down the device, sync data to the mobile app, and return the original unit. Investigation included technical troubleshooting with power cycling and restart attempts. Investigation of this case revealed a device mechanical or motor-related malfunction affecting the piston movement within the infusion subsystem, consistent with a failure to complete the rewind/fill sequence. It was concluded, based on previously established findings for similar reports, that the cause was an equipment malfunction identified to be a faulty motor train.